Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end .

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon could not close the monopolar curved scissors (mcs) completely, and the rotation was difficult. The customer removed the instrument, verified the protective sheath, and cleaned the instrument. When installed back on the arm, the system generated an error message that the instrument was not recognized. Removal and re-insertion were carried out several times without success. As no backup mcs was available, the procedure was converted to a vaginal approach. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion to the vaginal approach did not result in an increase in incision size or the addition of extra ports. The reported issue did not involve involuntary, reversed, or uncontrollable movements of the instrument.